Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on (B)(6) 2024.the events occurred within 5 hours to 1 day of insertion.the blood glucose level was displayed low and was resolved by consuming carbohydrates.the patient replaced infusion sets and resumed insulin deliveries successfully no further information was available.

Manufacturer narrative:
(B)(4) - device 1 of 2.